Event description:
This patient was on an impella pump. At night, the impella controller sounded an alarm and displayed two error messages: "impella stopped: controller failure" and "impella stopped: retrograde flow", and subsequently continually displayed the message "controller error". As the controller was malfunctioning the p-level automatically dropped to p-0. We confirmed the cm placement of the impella catheter, at felt for a pulse, but without the impella support the patient had lost his pulse and we began a code. During the code and during the display of error messages we spoke with the impella representative on the phone (she was able to remotely see the impella screen to monitor the device in real-time), and at early morning, I subsequently spoke with another person from impella to update her as well. We sequestered the controller and will note for it to be assessed and serviced.

Event description:
This patient was on an impella pump. At night, the impella controller sounded an alarm and displayed two error messages: "impella stopped: controller failure" and "impella stopped: retrograde flow", and subsequently continually displayed the message "controller error". As the controller was malfunctioning the p-level automatically dropped to p-0. We confirmed the cm placement of the impella catheter, at felt for a pulse, but without the impella support the patient had lost his pulse and we began a code. During the code and during the display of error messages we spoke with the impella representative on the phone (she was able to remotely see the impella screen to monitor the device in real-time), and at early morning, I subsequently spoke with another person from impella to update her as well. We sequestered the controller and will note for it to be assessed and serviced.

Event description:
This patient was on an impella pump. At night, the impella controller sounded an alarm and displayed two error messages: "impella stopped: controller failure" and "impella stopped: retrograde flow", and subsequently continually displayed the message "controller error". As the controller was malfunctioning the p-level automatically dropped to p-0. We confirmed the cm placement of the impella catheter, at felt for a pulse, but without the impella support the patient had lost his pulse and we began a code. During the code and during the display of error messages we spoke with the impella representative on the phone (she was able to remotely see the impella screen to monitor the device in real-time), and at early morning, I subsequently spoke with another person from impella to update her as well. We sequestered the controller and will note for it to be assessed and serviced.